Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins moved toward middle of back towards spine. The patient had trouble recharging back because of the ins that moved. The patient did not have the dates of any of this. The patient also mentioned he used to be 300lbs and now is 250lbs so has some skin and that could be why hard to charge and why ins moved.